Manufacturer narrative:
The device from the reported event has been returned to angiodynamics and the device evaluation is in process. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(4), a pinhole was found in the pouch of a convenience kit, thereby breaching the sterility of the kit. This was discovered in the distributor's warehouse. The kit had not yet been provided to a hospital. The kit has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly and performance specifications. The angiodynamics january 2017 complaint report was reviewed for the convenience kit product family and the failure mode,"pouch torn / holes." No adverse trends were identified. The returned sample was visually inspected and the hole in the pouch was confirmed. There was no other damage observed to the inner box. The root cause of the hole is that the handle from the stopcock presses outward against the tyvek. The pouch size was deemed to be appropriate for the kit contents. Similarly, the inner box size for the (n=10) kit pouches was deemed to be appropriate. As part of the receiving process at (B)(4) (the distributor in (B)(4)), all pouched products are removed from their inner boxes and a (B)(4) label (in (B)(4)) is applied to each pouch. Additional handling may occur if product is 100% visually inspected. The pouched product is then re-boxed into the inner box by the (B)(4) warehouse employees. The hole in the tyvek was likely caused by the handle of a stopcock in the pouch, however, what caused the handle to be pushed against the tyvek in a manner that resulted in a hole cannot be determined. Potential contributing factors include: handling of the pouches as they are placed in the inner boxes. Handling during transit to (B)(4) warehouse. Handling during (B)(4) labeling/inspection and re-boxing process. All pouches are 100% inspected per angiodynamics procedures during the sealing and final box processes. Employees involved in the packaging/final boxing of the reported kit have been made aware of this complaint. The directions for use (dfu) packaged with the kits contain the following warning: "contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged." ((B)(4)).